Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure for paroxysmal atrial fibrillation and supraventricular tachycardia svt a farawave 2.0 nav was selected for use. During ablation of a left common pulmonary vein, the initial issue was a stuck guidewire, it was unable to advance or retract. When retracted, the catheter tip would follow and expand the basket and when advanced would undeploy. With some force, the catheter and wire were freed up and removed from the body. The device was inspected and a bit of tissue was observed at the wire/lumen junction. The catheter was prepped and reinserted and after finishing the left vein set, it was noticed that the wire was difficult to advance/retract again. Concerned with tissue embolization, the catheter was again removed. After inspection, it appeared there was a rough edge at the catheter tip, unknown if it is tissue, catheter, or wire remnants. The guidewire was unabel to be removed and it was past the tip of the catheter when the catheter was removed. No other catheter malfunctions were present. See attached photos. A new device was then opened and used to finish the procedure. There were no hemodynamic changes and the fluoro and echo (ice) images appeared to be without pericardial effusion. No patient complications occurred.